Event description:
Found during test. According to the reporter, the device intermittently failed to power up. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently fail to power up. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.